Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated sodium results while using the architect c4000 analyzer ict module. The following data was provided. The customer uses normal range 136 to 145 mmol/l. Sid s1 initial 175 mmol/l, repeat 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account. The error codes identified were associated with optics, sample aspiration and dispense, and water bath temperature, however no damaged parts were found. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.